Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿thoracic stent grafts induce persistent aortic remodeling in aortic coarctation¿. Yammine h, frederick j, alegria j, madjarov j, clemons g, arko s, thorne t, arko f annals of vascular surgery 2024; 108: 1¿9 https://doi.org/10.1016/j.avsg.2024.03.009 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿thoracic stent grafts induce persistent aortic remodeling in aortic coarctation¿. This study¿s objective is to describe outcomes of adult patients who underwent thoracic stent graft placement treatment for primary or recurrent aortic coarctation. 30 patients were included in the study. The timeframe for the study was over a eight year period. Multiple manufa cturer¿s devices were used in the study population including an unknown brand medtronic stent graft. 18.8% of the patient population were also implanted with endoanchors. Among the patient population the following malfunctions occurred: stent graft migration no further information was provided pertaining to medtronic products.